Event description:
It was reported that in the icms, the catheter was found leaking from the insertion site. The user stated that there appeared to be a clot in the blue lumen. As a result, the catheter was removed, however, it is not known whether it was replaced. There was no reported delay, death, or complications to the patient as a result of this occurence.

Manufacturer narrative:
(B)(4).